Manufacturer narrative:
The products were not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. It was noted the products were implanted for approximately seventeen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address loose femoral and tibial components, osteolysis and polyethylene wear noted.